Event description:
The customer returned the device for evaluation and repair of the issues of image noise and fluid invasion of the connector. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device insertion tube non-bending part had peeling coat due to deterioration. This medwatch is being submitted for the reportable issue of the peeling coat of the insertion tube as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device insertion tube non-bending part had peeling coat due to deterioration. The customer reported issue of the fluid invasion from the connector and generation of image noise were confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the coat peeling that was noted on the non-bending section of the insertion tube. A device history review was not performed on the subject device because it has been over 15 years since the device was manufactured. The investigation did not establish a definitive root cause for the reported device issue. However, it is probable that the problem occurred because the device was subjected to stress forces while it was being handled or operated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d5, h6 and h8.